Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the m3 segment of the middle cerebral artery (mca) using penumbra smart coils (smart coils) and a px slim delivery microcatheter (px slim). It was noted that the patient's anatomy was tortuous. During the procedure, after advancing two thirds of the smart coil through the microcatheter, the smart coil became stuck in the microcatheter. Therefore, the smart coil was removed. The procedure was completed using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.